Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device was broken/damaged/broken disk holder . There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal, small/large gear claw, rt iui and lower housing. Plunger gripper recall and syr/pca sizer misalign recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 16 dec 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the holder top disk 8110. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA. CAPA#: ca-2018-0161 for iui conn issues. CAPA#: 1604765 for syr rear case. CAPA #: fi-2017-0015 for syr gripper.

Event description:
It was reported by the customer that the device was broken/damaged/broken disk holder . There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device was broken/damaged/broken disk holder . There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6, h10, correction: e2, g2. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacturer date of 16 dec 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.